Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2010, the greenfield filter was successfully placed. On (B)(6) 2017, the patient received a CT exam of the abdomen without intravenous contrast. Findings revealed that the filter is not tilted. The apex of the filter is 14 mm below the left renal vein. There are multiple struts perforating the wall of the ivc as follows: left anterolaterally, left posterior laterally, right posterior laterally, and posteriorly. The right posterior lateral strut appears to penetrate the fascia of the right psoas muscle. The posterior struts appear to perforate the periosteum of the l3 vertebral body. There are no broken or bent struts. There is no evidence of ivg stenosis. Heart and lung bases: the lung bases are clear. There are no pleural effusions.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.